Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump was not delivering insulin when it appeared to be. His blood glucose level was not reported. When he checked his blood glucose level it would be high. The customer felt like the piston was not long enough to push the insulin through. Occasionally the customer received no delivery alarms. The insulin pump shut off twice over the past eight months. The product was not returned. Nothing further to report.